Manufacturer narrative:
Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. Although the root cause of this event cannot be confirmed, it appears that the patient's stenosis was likely caused by the calcification noted. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized, usually by glutaraldehyde pretreatment. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 8 years due to severe aortic valve stenosis with regurgitation. Per the operative report, the bioprosthetic valve was found to be heavily calcified with the leaflets rigid and partially mobile. The device was explanted and replaced with a new edwards bioprosthetic valve. After coming off cardiopulmonary bypass, transesophageal echocardiogram showed excellent valve function with no perivalvular leak and a mean gradient across the valve of 6 mmhg. No operative complications reported.

Manufacturer narrative:
Evaluation summary: customer report of stenosis could not be confirmed. As received, all three (3) leaflets had cut sections that were not returned with the valve. Heavy calcification was observed in the cusp area of leaflet 3 and the remaining cusp areas of leaflets 1 and 2. The remaining free margins of leaflets 1 and 2 exhibited moderate to heavy calcification, free margin of leaflet 3 exhibited moderate calcification. Minimal to moderate host tissue overgrowth was also demonstrated. Leaflet 1 had a tear at commissure 1; tear measured approximately 4 mm in length. Calcification was observed near the region of the tear. X-ray additional manufacturer narrative: the subject device was returned to edwards for analysis. Unfortunately, the root cause of this event could not be conclusively determined due to the condition of the valve. However, heavy calcification was demonstrated on parts of the valve, as well leaflet tearing with calcification in the region of the tear. It appears that patient's stenosis and regurgitation were likely caused by the calcification and tearing. There is no change in the original conclusion of this case.